Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose level was 51mg/dl at the time of the incident. The customer reported that she had applied a sensor that was bleeding excessively. Customer states the site was not actively bleeding. The customer was on baby aspirin. She declined to troubleshoot the low as she had already treated for it. The insulin pump will not be returned for analysis.